Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the cutter was having no cutting action during a surgery. The aspiration condition was unknown. There was no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. At the time of receipt, the probe needle was observed to be bent. The sample was visually inspected and found to be nonconforming with the probe needle bent, confirming the received condition. Port was covered with dried orange/brownish and white foreign material. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be severely bent. Gouge marks observed at cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. The complaint evaluation confirms the probe had a cut failure, the evaluation also confirms the probe had an actuation failure. The root cause for the actuation and cut failures as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation and cut failures is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action has been taken by the manufacturing site as it appears that the observed actuation and cut failures were due to excessive use of the probe by the user and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).